Manufacturer narrative:
Further information was requested but not received. Updated h2, h6 and h10 codes for no device return.

Manufacturer narrative:
The reported event of oversensing noise could not be confirmed. As received, a partial connector portion of the lead was returned in one piece. Electrical testing and x-ray examinations was normal. Visual inspection found no anomalies except for the cut end which is consistent with procedural damage. Correction: section d9 - updated to reflect product was returned. Correction: section h3 - updated to reflect product was evaluated. Correction: section h6 - updated type of investigation, investigation findings, and investigation conclusion codes to reflect device returned and evaluated..

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmissions, it was noted, that the right ventricle (rv) and right atrial (ra) leads exhibited over-sensing of noise. Which resulted in pacing inhibition. The physician scheduled a lead revision procedure. Where the rv and ra leads were removed and replaced. The patient was in stable condition throughout.